Event description:
During a 6 week checkup, I received an x-ray of my left knee which was totally replaced on (B)(6) 2016. After my knee was positioned against the board, the technician took the x-ray by using a hand remote. I went back to the examining room to get the results, which were satisfactory according to the attending physician, dr. (B)(6). I was given a one year followup recommendation and returned home. At home that afternoon, I received a call on my cell phone. I felt a strange buzz in my replaced knee device, but I assumed it was coincidental. I received several phone calls the rest of the afternoon, and with each call the sensation progressed from an internal buzzing feeling, then a burning sensation, next a jolt, and finally as if a lightening bolt was passing through my knee laterally, from left to right. I was screaming in pain by the time I realized there was a connection between the calls and the escalating reactions. If I did not answer the call immediately after the first ring/reaction, the sensation would progressively worsen until I grabbed my knee because of how excruciating it was. This went on for days, so we tried disconnecting the wireless landline phones from the power source. (The landline was no longer in service but the phones were still plugged in because I had my cellphone still paired with them). There was some, but not much relief, so we next removed the wireless phone batteries and unpaired the cellphone from them. That gave more relief, but I still would get a jolt when listening to buffered music online from my husband's wireless tablet. As the track would end and a new one began, the buzz sensation would return. I stopped listening to music through his tablet and that reduced the sensations, although not completely eliminating them. My automatic med dispenser has an alarm that goes off at preset times; sometimes it triggers the jolting pain and sometimes it doesn't. My physician was informed of these reactions on (B)(6) 2017 and is completely baffled because I had a nickel free implant because of a nickel sensitivity. The physical therapist was at a loss as well; the resulting pain from the sensations made therapy very difficult and I experienced a setback as a result, requiring an additional week of therapy to address the pain. I was discharged from therapy because there was nothing else they could do to alleviate the pain. Dr. (B)(6) office contacted the smith and nephew representative to see if there have been similar reactions but has not heard back from them as of this reporting date, though the representative said in her 15 years with the company she's never heard of a reaction to this particular model, the smith and nephew verilast oxidized zirconium with xlpe. The doctor's office will contact me if there is any feedback from the representative. The sensations have become erratic but don't happen outside the home. My replaced knee periodically fees like there is an electric current running through it and there is no time when it doesn't hurt. Prior to the x-ray on the (B)(6), my recuperation was rapidly progressing; I now do at home physical therapy in considerable pain.